Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticm5_12.6 implantable collamer lens, -14.0/+2.5/091 (sphere/cylinder/axis) into the patient's left eye (os), it tore. It was removed intraoperatively and there was no patient injury. This occurred on (B)(6) 2019. An alternate lens was successfully implanted on (B)(6) 2019 and the problem is resolved.

Manufacturer narrative:
Additional information: h3: lens was returned dry with clear surgical residue and debris in a micro-centrifuge vial. Visual inspection found the haptic torn with foreign residue and debris. Claim# (B)(4).